Event description:
A us distributor reported that a patient's electrode belt was damaged and monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
During investigation a reportable malfunction was found. The monitors belt receptacle guide pin is bent and unable to plug into an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (adjust belt/connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.